Event description:
A customer reported that the adc device detached prematurely and was unable to obtain sensor readings. The customer experienced symptoms described as nausea, shaking, and dizziness, and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.